Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083951) on 01-mar-2019. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("migrated/could had migrated to my uterus and perforated my uterus wall"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("ectopic pregnancy / tubal pregnancy that almost ruptured") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essuer failed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant, life threatening and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), skin mass ("sore nodules under my skin"), alopecia ("hair loss") and pelvic pain ("horrible pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she underwent hysterectomy and removal of ectopic pregnancy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, genital haemorrhage, depression, skin mass, alopecia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for alopecia, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, ruptured ectopic pregnancy, skin mass and uterine perforation with essure. The reporter commented: serious injury criterion: life threatening/hospitalization. Required intervention and event date: (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of product technical complaint. Event ectopic pregnancy was recoded with ruptured ectopic pregnancy. Reporter causality was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083951) on 01-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ("migrated/could had migrated to my uterus and perforated my uterus wall"), ectopic pregnancy with contraceptive device ("ectopic pregnancy/tubal pregnancy that almost ruptured"), pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure failed". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant, life threatening and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), skin mass ("sore nodules under my skin"), alopecia ("hair loss") and pelvic pain ("horrible pain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (she underwent hysterectomy and removal of ectopic pregnancy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, pregnancy with contraceptive device, genital haemorrhage, depression, skin mass, alopecia and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered alopecia, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain, pregnancy with contraceptive device, skin mass and uterine perforation to be related to essure. The reporter commented: serious injury criterion: life threatening/hospitalization. Required intervention and event date (B)(6)2018 were reported, but not specified and/or assigned to one of the events. Incident suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.